Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a lap tapp for an inguinal hernia fixed with a tacker. The surgeon placed that mesh normally and wanted to move it but chose to leave it as is. There was a small gap medially but the placement was not changed. An additional surgery was needed after 10 days to repair the hernia and seroma. The event lead to extended patient hospitalization for 1 extra day to repair the surgery. There will be an additional operation performed to correct the issue. The patient had a temporary injury.